Manufacturer narrative:
One level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, front cover, tank cover, and line cord and block assembly. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (switch not shutting off) was confirmed during testing. The only way to shut off the device was by unplugging it from the power source. The product problem occurred because the power switch became disconnected from the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A design issue was identified as the problem source of the reported product problem. This was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the switch on the level 1 hotline low flow system (hl-90) was not shutting off. No patient injury or complications were reported in relation to this event.